Manufacturer narrative:
Investigation summary: bd received photos for investigation that show two samples with stoppers stuck in the tubes, and the stoppers separated from their shields. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use of bd vacutainer® serum tubes, two (2) tubes were found with caps that were difficult to remove. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd vacutainer® serum tubes, two (2) tubes were found with caps that were difficult to remove. No adverse impact was reported for either the patient or the user.